Manufacturer narrative:
(B)(4).

Event description:
It was reported that episodes of non-sustained ventricular oversensing were observed via remote transmission. Review of the episodes revealed inhibition of pacing due to myopotential oversensing. The patient was asymptomatic. Programming changes were recommended.